Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that she received lower readings on her adc freestyle libre compared to the hospital¿s glucometer. Customer obtained sensor scan readings of 258 mg/dl, 207 mg/dl, 157 mg/dl and 102 mg/dl compared to fingertip readings of 322 mg/dl, 366 mg/dl, 401 mg/dl and 499 mg/dl on the hcp device on 26/jan/2019. The customer was hospitalized with a diagnosis of diabetic ketoacidosis (dka) and was treated with intravenous saline, serum and fast insulin (dose unknown).

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that she received lower readings on her adc freestyle libre compared to the hospital¿s glucometer. Customer obtained sensor scan readings of 258 mg/dl, 207 mg/dl, 157 mg/dl and 102 mg/dl compared to fingertip readings of 322 mg/dl, 366 mg/dl, 401 mg/dl and 499 mg/dl on the hcp device on (B)(6) 2019. The customer was hospitalized with a diagnosis of diabetic ketoacidosis (dka) and was treated with intravenous saline, serum and fast insulin (dose unknown).

Manufacturer narrative:
Device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. The sensor was reprogrammed and the current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported that she received lower readings on her adc freestyle libre compared to the hospital¿s glucometer. Customer obtained sensor scan readings of 258 mg/dl, 207 mg/dl, 157 mg/dl and 102 mg/dl compared to fingertip readings of 322 mg/dl, 366 mg/dl, 401 mg/dl and 499 mg/dl on the hcp device on (B)(6)2019. The customer was hospitalized with a diagnosis of diabetic ketoacidosis (dka) and was treated with intravenous saline, serum and fast insulin (dose unknown).